Event description:
On (B)(6) 2016, the reporter for the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter displayed inaccurately high results compared to another meter and inaccurately control solution result. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the product issue began on (B)(6) 2016, 2pm. The reporter stated that the patient obtained an alleged inaccurately high blood glucose result of ¿ hi. Above 600mg/dl on the subject meter compared to 24mg/dl on the other device (emergency medical services ems meter), performed within 30 minutes of each other. Additionally, the patient stated that she performed a control solution test and obtained alleged inaccurately high result of 221mg/dl. The patient manages her diabetes with insulin (no adjustments). The reporter detailed that at 2:15pm the patient continued with her usual dose including sliding scale of 15 units slow acting insulin. The reporter stated that 2 hours later the patient fell unconscious and was sweaty. The reported stated that the patient was treated by an hcp with IV glucose. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure, the patient had completed the correct testing steps, an approved sample site was used to obtain a sample and used the correct control solution. The patient¿s test strips had been stored correctly and were within expiry date. The test strip vial was neither cracked nor broken. However, when the patient performed a control solution test with cca, the result fell within lfs¿ acceptable range. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.